Event description:
Boston scientific received information that while the patient was hospitalized for a non-device related issue, an interrogation revealed that the lead safety switch had been triggered for low out of range pacing impedance measurements on another manufacturer's right atrial (ra) lead. It was found that when in bipolar configuration the impedance was below 200 ohms and when in unipolar it was low but within range. Undersensing of the patient's atrial fibrillation was also noted. The ra lead was left programmed in unipolar configuration and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.